Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead got fractured during a left ventricular assist device procedure. The rv lead was abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was later explanted and returned back for analysis at our post market quality assurance laboratory. Visual inspection noted the complete lead was returned with dried blood/body fluid in the helix housing. Setscrew marks were in the correct location on the terminal pin. The shock coil was observed to have been stretched out, this was likely induced from the explant procedure. The lead passed continuity testing which confirmed its electrical integrity. Analysis was unable to confirm the fracture allegation made against the lead in the field.

Event description:
It was reported that this right ventricular (rv) lead fractured during a left ventricular assist device procedure. The rv lead was abandoned and replaced. No additional adverse patient effects were reported. Additional information indicated the rv lead was explanted. Is was later returned back to boston scientific for analysis.